Manufacturer narrative:
The sample device was indicated as unavailable for return. Without the device or any visual evidence, a root cause cannot be determined. If additional information is provided in the future, the investigation will be re-evaluated as needed.

Event description:
(B)(6) reports verbatim: ¿we have also confirmed a forth case on friday evening. ¿ despite repeated attempts to collect additional information, total vein has not received procedure date or explicit information regarding the problem. Additional info per attached email from total vein. "Ms. Sullivan established a procedure date for (B)(4). She is reporting that to be (B)(6) 2019, confirmed tvs2065m sn/lot # b)(4), and reported the problem as ¿retained foreign body¿.